Manufacturer narrative:
The reported malfunction was observed during review of the device history logs. However,the device was put through extensive testing without duplicating the report. The ac charger was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.